Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter removal difficulty and shaft kink occurred. The target lesion was located in the moderately tortuous in an unspecified vessel. A 6.0mm x 15mm maverick¿ xl balloon catheter was selected to dilate the lesion. When attempting to withdraw it, resistance was encountered. When the device was removed, shaft kinked was found. The procedure was completed with this device. No patient complications were reported and the patient's status was good. However, device analysis revealed balloon tear.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick xl balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded with the balloon folds present. Microscopic examination of the balloon revealed a 1.5mm circumferential tear 3mm distal of the proximal markerband. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination presented no irregularities or damage in the shaft of the device. Microscopic examination presented no irregularities or damage to the bonds of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was not consistent with the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).